Event description:
The contact stated the customer's contour meter was reading higher than her contour meter. While troubleshooting, she performed control tests and received results of 170 and 181 mg/dl. The normal control range is 85-115 mg/dl. The contact did not allege the customer experienced any adverse events. The test strips are to be returned for evaluation, and replacement test strips will be sent.